Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and bipolar disorder. Concurrent conditions included arthritis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) for contraception as well as alprazolam (xanax), duloxetine, ergocalciferol (vitamin d2), fluoxetine, ibuprofen, meloxicam, nsaids and paracetamol (acetaminophen). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder/urinary problems: other"), bladder disorder ("bladder/urinary problems: other"), anxiety ("psychological or psychiatric problems condition: anxiety") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. The fallopian tubes were blocked. Imaging procedure on (B)(6)2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. Event "pelvic pain¿ outcome was updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and bipolar disorder. Concurrent conditions included arthritis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) for contraception as well as alprazolam (xanax), duloxetine, ergocalciferol (vitamin d2), fluoxetine, ibuprofen, meloxicam, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder/urinary problems: other"), bladder disorder ("bladder/urinary problems: other"), anxiety ("psychological or psychiatric problems condition: anxiety") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The fallopian tubes were blocked. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, bipolar disorder were added. Psych injury was updated to psychological or psychiatric problems condition: depression. New reporter, plaintiffs information added. Concomitant conditions, drugs added. Past medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, anxiety and bipolar disorder. Concurrent conditions included arthritis. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe) for contraception as well as alprazolam (xanax), duloxetine, ergocalciferol (vitamin d2), fluoxetine, ibuprofen, meloxicam, nsaids and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), depression ("psych injury/ psychological or psychiatric problems condition: depression"), urinary tract disorder ("bladder/urinary problems: other"), bladder disorder ("bladder/urinary problems: other"), anxiety ("psychological or psychiatric problems condition: anxiety") and bipolar disorder ("psychological or psychiatric problems condition: bipolar disorder"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, urinary tract disorder and bladder disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and bipolar disorder outcome was unknown. The reporter considered abdominal pain, anxiety, bipolar disorder, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. The fallopian tubes were blocked. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs received. New events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, bipolar disorder were added. Psych injury was updated to psychological or psychiatric problems condition: depression. New reporter, plaintiffs information added. Concomitant conditions, drugs added. Past medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for bleeding and pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events- pelvic pain, abdominal pain, gen. Abnorm. Bleed, psych injury, bladder problems, urinary problems, event outcome were added. Lab data was added. Reporter information, patient demographics, removal date, essure indication added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.